Event description:
Pt reported that their one touch profile meter kept giving the error 1 message. The issue was not resolved with troubleshooting. Pt was using the correct testing technique and was walked through cleaning the meter during troubleshooting. However, the issue still persisted. Pt did not receive any medical attention or treatment. This case is reported as a meter malfunction since the issue was not resolved. There is no further info provided.